Event description:
Info received indicates the head section is stuck in mid position and cannot be moved.

Manufacturer narrative:
The technician replaced the bent gas springs to repair the stretcher.